Manufacturer narrative:
(Describe event or problem) was updated. Based on the additional information received from the customer on (B)(6) 2019, this complaint will be re-assessed as a non-reportable complaint per zoll autopulse system medical device reporting policy, edc 2374. Therefore, the submitted initial MDR on (B)(6)2019 is no longer valid. No further action will be taken by zoll.

Event description:
During shift check, it was observed that the autopulse li-ion battery (sn: (B)(4) would not charge when inserted into the multi-chemistry charger. In addition, it was also observed that there were no leds illuminating on the battery. When the customer inserted this battery into the autopulse platform, it would not power up the platform. However, the platform worked fine with another good battery. No patient involvement.

Manufacturer narrative:
The device associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
The autopulse li-ion battery (sn (B)(4)) would not power up the autopulse platform. No known impact or consequence to patient information was reported.